Event description:
It was reported that stent damage occurred. A 2.50x16mm promus premier¿ stent delivery system (sds) was selected. During unpacking, it was noted that the stent was "kinked". The device never entered the patient¿s body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).